Event description:
To a heavily calcified cto lesion at below knee vessel, reportedly the corsair catheter was advanced and removed. When the corsair was advanced again over an unknown guidewire, resistance was felt and it could not advance. Reportedly there was no patient effect.

Manufacturer narrative:
Returned corsair was found its tip approx 2mm broken and missing. Separated tip and the guidewire used in combination were not returned for manufacturer's investigation. Microscope observation of the breakage site revealed the trace that the tip was exposed to rotational and pulling apart force before breakage. Physician commented to this result that an image supposedly of the separated tip was observed in the cine record. It is inferred that, when the corsair was advanced, the tip might be trapped by heavily calcified lesion, where rotational manipulation might be applied and the tip separated due to the twisting force beyond the product design limit. It is presumed that the tip of corsair had been broken when it was removed before re-advancement, however this could not be determined. It is described in the IFU; "do not use in advanced calcified lesion." As one of the contraindications and prohibitions. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, ... Continuing rotation may damage or rupture the catheter."